Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported having "a lump or thickening in or near the breast or in the underarm area" (lump/nodule). Later, healthcare professional reported "rupture." Side unspecified, this record is for the left side. No indication of treatment or surgical reoperation. Device has been explanted and replaced.

Event description:
Capsulectomy on left side.

Event description:
Patient reported having "a lump or thickening in or near the breast or in the underarm area" (lump/nodule). Later, healthcare professional reported "rupture." Side unspecified, this record is for the left side. No indication of treatment or surgical reoperation. Device has been explanted and replaced. Capsulectomy on left side.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed an opening on posterior assessed as fold flaw opening. Lump/nodule: unable to observe as it is a medical event not related to the device. Additional observations: crease fold and wear abrasion observed on the device. Stress marks observed on the device.